Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to treat a female patient the device's display blanked out and would no longer function. Complainant indicated that the clinician obtained another device to continue treatment the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.